Event description:
A report was received that the patient's ipg was charging inefficiently. The patient underwent a revision procedure wherein the pocket was adjusted. The patient was doing well postoperatively.